Manufacturer narrative:
This device is not marketed in us, therefore 510k is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2023 at 22:17 pm the patient was admitted to the department of gastroenterology of our hospital with gastrointestinal bleeding and went to the endoscopy room for fiberoptic esophagoscopy at 11:42 am on (B)(6) 2023. During pre-use check, the screen was black and the power-on function showed blue brightness.it was judged that there might be a problem with the hd board of the processor. The department had 8 processors of pentax, and there had been 3 processors with a similar black screen defect. After it was blackout, the eaxmination was completed with other one. No harm to the patient, but extended the patient's examination time. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. Additional information: a2:age at time of event, date of birth a3:sex d4:unique identifier (UDI) d8:was this device serviced by a third party? H4:device manufacture date. Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. The examination was completed with other device. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the processor was used in a high humidity state (geographical factor), and as a result, the ic on the circuit board inside the processor failed and the image was not output. The device was repaired by the third party. Since the investigation found that the damage to the processor's circuit board was a geographic weather issue, it was recommended that the hospital could seek to control the humidity in the room where the endoscopes and the processor were stored, such as by placing dehumidification equipment in the room. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical yamagata on 10-jan-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 10-jan-2017. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.